Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient had just got out of the hospital at the time of report. She had been in a lot of pain and her potassium was low, requiring a transfusion. It was also stated that the pump had gone ¿really down¿ into the patient¿s stomach and she was no longer able to feel the ¿bubble¿ that she would usually feel after a refill. The device system was used to deliver baclofen and dilaudid.